Event description:
It was reported that the patient's leadless pacemaker exhibited high thresholds leading to loss of capture. Low pacing impedance was noted as well. Inadequate fixation from the myocardium was suspected. The device was explanted and replaced. There were no patient consequences.